Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to the circumstances of the procedure. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), as a known patient effect of coronary stenting procedures. It should be noted that in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, IFU, states not to exceed the rated burst pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.8x19mm graftmaster referenced in describe event or problem and the 3.5x26mm graftmaster referenced in describe event or problem and concomitant medical products are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented with recurrent congestive heart failure and chronic total occlusion of the right coronary artery. A 2.8x19mm graftmaster stent system was advanced toward a perforation and failed to cross due to the patient anatomy and a previously placed drug eluting stent. It is unknown how the perforation occurred. A 2.8x26mm graftmaster stent system was advanced toward the perforation, the system was inflated up to 12 atmospheres, the stent was implanted but the perforation was not successfully sealed. A 3.5x26mm graftmaster stent system was advanced toward the perforation, the system was inflated up to 24 atmospheres, the stent was implanted but the perforation was not successfully sealed. Ultimately the perforation was treated via emergency median sternotomy and evacuation of pericardial hematoma and blood. Post procedure, despite having an intra-aortic balloon pump inserted into the left femoral artery at the start of the procedure, the patient was symptomatic with a cold left leg due to no blood flow in the superficial femoral artery and popliteal artery. The patient experienced cardiac arrest which was treated via medication and cardiopulmonary resuscitation (CPR). After around 10 minutes the patient became pulseless and CPR was restarted. The patient received shock treatment and medication; however, the patient expired (B)(6) 2016. The cause of death was cardiogenic shock due to severe ischemic cardiomyopathy. No additional information was provided.